Event description:
It was reported that customer observed scratches on pump body and screen while renewal process was underway. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, no further information was obtained,